Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spinal needle from a portex® spinal needle set broke off in the subcutaneous tissue. Through an additional skin incision the broken needle fragment can be removed. The patient has not been seriously injured and suffered no permanent damge.

Manufacturer narrative:
Portex® spinal needle was returned for analysis. Upon visual inspection of the product it was found that the spinal needle was broken; confirming the complaint. Manufacturing records were check with no discrepancies. Based on the evidence the root cause was found to be due to user interface as the broken needle could occur through incorrect use of the needle.